Event description:
Information received indicates the beds scale is weighing 50 lbs heavy.

Manufacturer narrative:
The facilities maintenance has zeroed the scale and the problem returned. He will attempt to calibrate the scale to repair the bed. The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.